Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggest to run ground isolation test, extended self-test, vent inop test and tun the ventilator for two days. The customer reported to have not duplicated the alleged malfunction.

Event description:
Covidien received info that the 840 ventilator was inoperative. There was no pt connected to the device when the malfunction occurred.